Event description:
Philips received a complaint from the customer on the v60 device indicating that the alarm "oxygen not available" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) performed troubleshooting with the customer. The customer attempted a wall and tank oxygen (o2) but they received the same error. The unit was then swapped out with a different unit and the new unit was working properly with the o2. The rse then had the customer check the event logs and discovered diagnostic code 1112, "o2 pressure sensor range error". It was also confirmed that the ventilator was still delivering breaths targeting the 21% o2 concentration settings regardless of the user-set o2 setting. This explained why the device gave ¿no o2¿ alarm when set at 35%. The rse advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba). The rse provided the customer with the part number for the da pcba to order and replace.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba)to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.